Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: risk factors for adjacent fractures after cement augmented thoracolumbar pedicle screw instrumentation. Falko schwarz, md, michaela burckhart, aaron lawson mclean, md, rolf kalff, md, albrecht waschke md. Published 15 october 2018. Cement ¿ cement leakage was observed in 87. Intradiscal cement leakage was observed in 2 cases. 1 patient needed revision surgery due to leakage. Viper screws ¿ two screw cut-outs and 10 screw fractures were evident

Manufacturer narrative:
Product complaint # ==> (B)(4).